Event description:
Related manufacturer report number: 2017865-2025-16966. It was reported that purulent discharge from the device wound, or pocket was observed. The system was explanted. The physician stated it was not device, but patient or lab related. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.